Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# va027yb, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 355531, lot# n345625, implanted: (B)(6) 2012, product type: screening device. Product ID: 3998, lot# va0g2fb, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported a patient¿s lead broke/fractured. One wire was severely damaged as seen on x-ray. The lead was replaced and good impede cues were observed with the new lead. The damaged lead was explanted and discarded by the customer as a result of the event. No other diagnostic testing or troubleshooting was required. The product issue was resolved. It was noted the lead was placed retrograde and with a tight turn at the anchor. The patient was alive with no injury. There were no patient symptoms or complications associated with the event. Additional information received reported the patient was a vomit threat and therefore came out of surgery with her intubation still in place and fully sedated. A good procedure for replacement of the lead was noted. A message was left for the patient to see if the coverage was good, but there had been no response yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.